Manufacturer narrative:
Device evaluation: no samples were received for investigation of (B)(4), in which the customer has stated: "the rehydration rate of the indwelling needle was extremely slow after the installation of the clear needleless connector." The product in use at the time is reported to be a mz1000 china from lot: 24066901. Further information from the customer stated that the reported defect was identified during infusion of non-stimulant drug for about 20mins while the connector was connected with bd indwelling needle hinmar as well as the volt precision infusion set. And customer has confirmed that there was no visible damage on the set. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot: 24066901 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.

Event description:
It was reported that the bd maxzero needleless connector had flow issues. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6), the patient needed fluid refill after surgery. After the indwelling needle was installed with a transparent needle-free connector, the fluid refill speed was extremely slow and could not achieve the effect of postoperative fluid refill. Stop using it and replace it with a new connector for the patient. Additional information received from the customer: please confirm the number of products affected. 1 pcs. Please confirm when the fault was identified during priming or during infusion. If during infusion, how long into the infusion? Infusion process found during the infusion; the infusion is carried out about 20min. Please confirm how long the product has been in use for when the issue was identified? The product is connected on the same day. Please confirm what substance was being infused during the time of the event? The drug is non-stimulant. Please confirm if there is any visible damage on the set - flashes, deformation of the piston etc? Not found.